Event description:
A report was received from the netherlands stating the endotracheal tube was obstructed at the level where the pilot line connects to the endotracheal tube. The patient was extubated and reintubated. Additional information received 02-mar-2015 stated the patient was reintubated because the endotracheal tube was blocked. Additional information received 13-mar-2015 stated the patient was on a ventilator and was suctioned at regular intervals. The patient's blood pressure dropped when the clinicians suctioned the patient during a scheduled interval. After the patient was suctioned there was no air flow through the endotracheal tube. The patient was extubated and reintubated with a new endotracheal tube. The estimated event date was (B)(6) 2015.

Manufacturer narrative:
(B)(4). The sample evaluation has been completed. One sample was received but a lot number and the original packaging were not provided. One 3.0 microcuff endotracheal tube and one mallinckrodt stylet was returned. The endotracheal tube was inserted into the proximal end of the tube and advanced. At approximately the location of the inflation line, resistance was felt. When inserting the stylet, proximal to the inflation line connection, there was visible gap between the endo tracheal tube inner walls and the stylet. When the tip of the stylet reached the point of the inflation line connection the stylet, when forced upward, pressed against the endotracheal tube wall. Using a 2.4mm stainless steel ball the tube was evaluated. The 2.4mm ball was dropped into the proximal end of the et tube sample. The ball came to rest at the location of the inflation line connection. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Manufacturer narrative:
(B)(4). Method: actual device evaluated. Results code: results pending completion of evaluation (B)(4). Conclusions: conclusion not yet available-evaluation in progress (B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. Upon completion of the sample evaluation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.